Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse of peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient began pd therapy. During a call, the following was reported. On an unreported date, the patient was very ill and had severe constipation, gastroparesis, loose diarrhea, and cross contamination due to bowel. On (B)(6) 2012, the experienced peritonitis. On that same day, the patient was hospitalized for the event. The cause of peritonitis was cross contamination due to bowel. The patient was treated with cefazolin ip and ceftazidime (dose, frequency, route not reported) for peritonitis. On an unreported date, in (B)(6) 2012, the patient was switched to cloxacillin intravenous (IV), flagyl orally, and vancomycin ip (dose and frequency not reported) for peritonitis. The patient remained hospitalized. Pd therapy was ongoing. The patient was recovering from the event of peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This event involved a use error and there was no allegation of a product malfunction; therefore, a sample was not requested. Since the lot number is unknown, no batch review will be performed. This complaint for a report of use error-breach in aseptic technique and peritonitis was confirmed, because it was reported that there was a cross contamination of bowel. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental technique will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The assignable cause was undetermined. Information regarding retraining on aseptic technique has been requested. A supplemental medwatch will be filed if additional relevant information becomes available.